Manufacturer narrative:
One device was returned for evaluation. The service history review found that the device had not been serviced in the past 12 months. The customer's reported problem was duplicated through visual inspection. The cause of the reported problem was the downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a degraded downstream occlusion seal. There was no patient involvement.